Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device stayed on the "please wait" screen and attributed it to the pins on the modem card being bent and not allowing the programmer to connect to the network. It was further noted that hard drive corruption was found and the session sync issue was attributed to this. The unit was to be scrapped due to a lack of available hard drives. (B)(4).

Event description:
It was reported that the programmer would not session sync, that when attempting to update the software the programmer remained on the "please wait" screen. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.